Manufacturer narrative:
A patient had their system explanted due to infection was reported to abbott. As a result, a device history record was performed to review and confirm the sterility of devices. Based on the documents reviewed, the source of the infection remains unknown.

Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference numbers: 3006705815-2020-31955, 3006705815-2020-31956. It was reported that the patient experienced infection. In turn, surgical intervention was undertaken wherein the entire scs system was explanted. The patient was prescribed oral antibiotics. It is unknown if the infection was at the lead site or ipg site, therefore all devices are being reported.